Event description:
The reporter stated that approximately 6 months ago a patient who had a shuffling gait, when he walked tripped over a posey beveled floor cushion and fell. The patient received a hip fracture. He recovered from the fracture and was discharged from the hospital. The reporter stated that there was no malfunction of the mat. This was due to the patient's shuffling gait.

Manufacturer narrative:
No product issue. No prod to be returned.